Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the stent prematurely deployed. The target lesion was 99% stenosed, severely calcified with plaque and located in the mid to distal superficial femoral artery (sfa). Vascular access was obtained via an ipsilateral pedal approach from the posterior tibial artery. Pre-dilation was performed with a 5x150 sterling balloon catheter. During advancement of the innova stent delivery system through the lesion, the stent prematurely deployed by approximately 5 to 10mm. The stent and sheath were removed together from the patient. The procedure was completed with the implant of a new device. No patient complications occurred.